Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise resulting in stored untreated episodes and an inappropriate shock. During follow up, device manipulation and provocative maneuvers were performed. Noise was unable to be reproduced during testing. X-ray was performed, however no obvious sings of lead impairment were observed. Technical services (ts) recommended programming to the secondary vector if appropriate sensing is achieved. If appropriate sensing isn't able to be obtained, the system should be replaced. This system was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise resulting in stored untreated episodes and an inappropriate shock. During follow up, device manipulation and provocative maneuvers were performed. Noise was unable to be reproduced during testing. X-ray was performed, however no obvious sings of lead impairment were observed. Technical services (ts) recommended programming to the secondary vector if appropriate sensing is achieved. If appropriate sensing isn't able to be obtained, the system should be replaced. This system was then explanted and replaced. No additional adverse patient effects were reported.